Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited no pacing in bipolar mode, even after being forced to pace asynchronously. There were high bipolar ventricular thresholds with abnormally low ventricular impedances. The device functioned appropriately in unipolar mode. Attempts to obtain the serial number and/or patient name were unsuccessful.